Event description:
It was reported that the right atrial (ra) lead exhibited low, out-of-range pace impedance measurements of below 200 ohms during right ventricular (rv) lead explant for high, out-of-range impedance measurements and lead fracture. Subsequently, the ra lead was also explanted and replaced. The physician opted to replaced the pacemaker as well, although unrelated. No additional adverse patient effects were reported.